Manufacturer narrative:
Zimmer biomet complaint (B)(4). Concomitant medical product: biomet microfixation rib fixation screw; biomet microfixation rib fixation plate; biomet microfixation screw driver blade. Customer has not returned the product to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It is reported that while utilizing the contra-angle screwdriver to implant screws into the patient's "difficult second rib" during a rib fixation procedure, the surgeon felt as if the gears on the driver seized in use, limiting the torque that is required to fully lock the screws. The surgeon also stated the angulation of his approach might have also been a factor. No additional patient consequences were reported during the procedure. Attempts have been made and no further information has been provided.

Manufacturer narrative:
Therefore, because a serious injury resulted, this event is reportable per 21 cfr part 803. The device was not evaluated because the issue is a known inherent risk of the device. We will continue to track and monitor the trend.